Manufacturer narrative:
H6 (patient, device, and imf codes; e2404: varicose veins, scrotal impingement, lipoma) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but four photos were available for evaluation. Visual inspection noted a mesh was visible. Due to the pictures quality, it was not possible to verify the textile knitting pattern, nor the dimension of the mesh and its state. No fixation or hole were visible on the mesh. Many suture yarns were visible around and on the cord. It was reported that the patient had experienced a medical complication as a result of device usage. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: the possible complications associated with the use of progrip¿ laparoscopic self-fixating mesh are those typically associated with s urgically implantable mesh: seroma, hematoma, recurrence, infection, inflammation, acute and chronic pain, extrusion/erosion and/or allergic reactions to the components of the product. Other possible complication inherent to the surgical procedure may occur, including but not limited to trocar site herniation and organ injury. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced severe pain, mesh damage to their body, varicose veins, scrotal impingement, abdominal swelling, chronic pain, depression, mental health negatively affected, and lipoma/fatty tissue in right inguinal canal. Post-operative patient treatment included surgical intervention, scrotal varicose veins removed due to impingement, many physical therapy sessions, multiple procedures, nerve removals, veins tied off, nerve blocks, nerve ablations, and hip injections. Two separate surgeons refused to reoperate. One believed that the patient's flesh was pulled away from the mesh and was afraid to remove it due to the possibility of cutting the femoral artery. The other feared that the removal could make the patient worse off and settled for pain management.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but four photos were available for evaluation. Visual inspection noted a mesh was visible. Due to the pictures quality, it was not possible to verify the textile knitting pattern, nor the dimension of the mesh and its state. No fixation or hole were visible on the mesh. Many suture yarns were visible around and on the cord. It was reported that the patient had experienced a medical complication as a result of device usage. The reported issue could not be confirmed based on the pictures provided. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the possible complications associated with the use of progrip¿ laparoscopic self-fixating mesh are those typically associated with surgically implantable mesh: seroma, hematoma, recurrence, infection, inflammation, acute and chronic pain, extrusion/erosion and/or allergic reactions to the components of the product. Other possible complication inherent to the surgical procedure may occur, including but not limited to trocar site herniation and organ injury. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the product was used for therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced mesh damage to their body.